Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. It was noted that the increase began following an atrial fibrillation (af) ablation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.